Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: results- a sample was not received for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined. If a sample or additional information is received after this time, a supplemental report will be filed.

Event description:
It was reported that the clinician thought the safety shield was completely locked over the needle of the suspect device. However, when she attempted to dispose of the device in the sharps container, the shield slid back and exposed the needle. She was stuck in the finger with the used device. The clinician went to the ed for testing. The source patient also had lab work and the results of all tests were negative.